Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report numbers mw5072660 and mw5073349). The pump is available for investigation and will be returned: as soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of two events reported on maude database (report numbers mw5072660 and mw5073349) of which we had not been made previously aware. Following an exchange of information with our distributor, we learned that a single event had been reported twice by two different pharmacists. Event description: mw5072660: "spoke with patient for monthly IV remodulin and clinical program consult. No changes in oxygen use, breathing, symptoms or meds since last month. Patient feels that there is something off about one of their pumps. He states that he experiences a greater occurrence of cardiac events with this one in particular, more arrhythmias, pvcs, states that they are more frequent and aggressive when he uses this pump in particular. Transferred patient to (B)(6) to assist with scheduling of new pump. Will follow up with supervisor to confirm approval of replacement. Patient aware pending supervisor approval. A new crono pump was approved to be shipped out and we will return the pump in question for inspection. No other information is known. Dose or amount: (B)(4) nkm. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah." Mw5073349: "patient reported concern with one of his crono 5 pump, sn (B)(4). Patient feels that there is something off about the pump. He states that he experiences a greater occurrence of cardiac events with this one in particular, more arrhythmias, pvcs. States that they are more frequent and aggressive when he uses this pump in particular. No further information provided. Serial number: (B)(4). We are replacing pump. Dose or amount: 335 microl/hr. Frequency: continuous. Route: subcutaneous. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: i27. 0."

Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report numbers mw5072660 and mw5073349). The technicians performed on the pump a flow accuracy test at the same flowrate set by the patient (f = 335 l/h) and found the device working according to its specifications and intended use. Given the above, the results of the analysis do not confirm what is reported by the customer. Nevertheless, the service found out that the lcd display was stained. A stain on the lcd display can be due to a shock or a fall of the pump, that causes a local disconnection of the two glass plates enclosing the liquid crystals in the area affected by the stain. A stained display does not prevent the use of the device, and it is solved by the replacement of the component. No consequences for the patient.